Event description:
It was reported to philips that the device is making a beeping sound. There was no report of patient involvement. The service engineer evaluated the device and confirmed the beeping. The service engineer found that the ac power module was not working upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced with hospital part stock. The device passed testing and was put back into service.